Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was over 600 mg/dl. The customer treated the high blood glucose readings with manual syringe shot of insulin. The customer stated that he had frequent no delivery alarms during bolus and basals. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that insulin exited the tubing. The customer was advised that the pump is working as intended.